Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: - no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon performed a hip revision, primary hip arthroplasty was performed in 2018. Patient complained of hip slipping, surgeon suspected this was due to the liner being disassociated from the cup. Liner and cup were explanted and replaced with a trident cup. Doi: 2018 doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿surgeon performed a hip revision, primary hip arthroplasty was performed in 2018 where the following implants were used size 11 std corail cementless collared stem, 32mm metal +5mm head, 56x32mm liner, 56mm pinnacle multi hole cup, and 3 pinnacle screws of unknown length. Patient complained of hip slipping, surgeon suspected this was due to the liner being disassociated from the cup. Liner and cup were explanted and replaced with a trident cup. No other information is available¿. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not depict the involved unknown screw. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.